Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "after the doctor used to voyant a few times, the tissue was sticking to the jaws. Nevertheless the nurse cleaned the jaws very well."patient status- "healthy."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During functional testing, engineering was able to replicate the sticking that occurred in the incident by activating the device on porcine tissue. Upon further inspection, engineering found that the front conductive stop was positioned out of specification during use of the device. This occurrence led to an insufficient gap between the jaws, which can result in increased tissue adherence. The root cause of the incident is due to the movement of the front conductive stop. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. Additional information was requested and provided.